Event description:
The facility representative reported a flo-gard infusion pump with a cable issue. This condition was found upon power up in the pediatrics area. This condition has the potential to interrupt delivery. The facility representative stated that there was no information about patient involvement; however, no patient injury or medical intervention was reported to have occurred. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a cable issue was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a broken a/c power cord. The a/c power cord was replaced to correct this condition. A device history review could not be completed as the data-card retention period has expired. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.